Event description:
Customer reported that the insulin pump has physical damage and it has a partial display. Customer explained that hr was climbing out of his truck and the tubing got caught on the door and the insulin pump fell on the concrete. Customer stated that the screen looks cracked with a dark blue patch. . Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.